Event description:
It was reported that via a merlin.net transmission, the atrial lead exhibited low impedance and a sensing anomaly. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.